Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection of the fibertak¿ suture anchor 1.6 mm with #2 fiberwire® cl (white/blue) noted that the red stabilization peg of the device does not have any issues. Functional testing was performed with reusable drill guides with references ar-3610#, and the device worked as required. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bankart repair surgery the ar-3600 did not fit through aimer ar-3610ctc, as the red stabiliser peg got stuck. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 27-oct-2025. It was confirmed that when the surgeon used the device ar-3600 in the ar-3610ctc spear, the stabilization peg of the ar-3600 got stuck and broke inside the spear when the device was removed with force from the spear.